Event description:
The pt received circumcision. The procedure was performed in standard fashion without complication. The pt was observred for 15 minutes after the procedure as per standard practice. At the 15 minute check active bleeding was noted. Direct pressure was applied but bleeding continued after release. A single superficial bleeding artery was isolated and ligated with 5-0 vicryl with complete resolution of bleeding.